Manufacturer narrative:
The reported field events of inappropriate therapy and capture issue were not confirmed. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2023-16052. It was reported that the patient received multiple inappropriate shocks. The implantable cardioverter defibrillator and right ventricular lead was oversensing noise and exhibited loss of capture and pacing inhibition. CPR (cardiopulmonary resuscitation) was performed. It was noted that the right ventricular lead was fractured. The lead was capped and replaced and, the device was explanted and replaced on (B)(6) 2023. The patient was stable post procedure.